Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered less than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication at an unspecified rate for a duration for 10 hours. It was reported the infusion took 12 hours to complete, instead of the expected 10 hours. No specific pt information, pump programming, or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were reported. Though requested, no additional information was provided.